Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was reported to be "high," exceeding 500 mg/dl, and ketones were present, but no injury occurred, and the ketone level was not deemed life-threatening by their healthcare provider. The customer addressed the high blood glucose by administering a correction injection, replaced the infusion set and cartridge, and resumed insulin. Ultimately, the customer reverted to an alternate method insulin therapy.